Event description:
Pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. Animas has conducted an eval of a cartridge from this mfg lot and it was found to be operating within required specifications.